Manufacturer narrative:
On 1-nov-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an av node ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was leaking blood back. When the dilator was removed the hemostatic valve began to backflow blood. The dilator was pushed back and the vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device [00001622] number, and no internal actions related to the reported complaint condition were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an av node ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was leaking blood back. When the dilator was removed the hemostatic valve began to backflow blood. The dilator was pushed back and the vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. The white flap inside the orange hemostatic valve. The orange rim of the hemostatic valve did not break. Unable to see the white flap that is inside the valve and prevents backflow of blood. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal, the physician inserted the dilated/guidewire back into the vizigo sheath to slow the backflow of blood and another vizigo was immediately exchanged for the malfunctioning one. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown, but not a large volume. Physician was able to slow the backflow of blood using his finger prior to exchanging it for a new vizigo. No medical intervention required to stop the bleeding. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).